Manufacturer narrative:
Other relevant device(s) are: etlw1624c93e sn (B)(4), expiration date: 2016-10-13, (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was lost to follow up. The patient presented emergently with back pain and abdominal pain. The CT scan revealed a type iii separation endoleak between the endurant bifurcated stent graft and the endurant iliac limb on the right side. The abdominal aortic aneurysm is approximately 10cm, but did not rupture. The physician performed a cut down right, obtained guidewire across the stent graft separation and into upper main body. An angiogram was performed from and an endurant stent graft iliac limb was implanted with adequate overlap above into 16mm ipsilateral limb of original main body, down to flare of iliac limb. The final run revealed that the type iii separation endoleak was resolved. Per the physician, the causes of the events were related to the patient¿s anatomy of severely angulated and tortuous vessels. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.